Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation and the inner insulation of the lead developed a breach due to metal ion oxidation while in vivo. The outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. Concomitant medical products: 4524-53 lead, implanted (B)(6) 1994. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and dizziness. The right ventricular (rv) lead exhibited unstable and increasing thresholds that were now high. Low impedance was also noted. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.